Event description:
It was reported that this right atrial (ra) lead exhibited out-of-range pacing impedance measurements. The ra lead is programmed unipolar pace, bipolar sense, and there is no evidence of noise on the ra channel. Per (B)(6) technical services (ts), an insulation breach is suspected. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).